Manufacturer narrative:
Following explant, return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, both products were thoroughly inspected and analyzed. Visual examination of the returned electrode identified blood within one of the high voltage (hv) lumens, likely as a result of an insulation abrasion through to one of the high voltage lumens. The abrasion was approximately 90-100 cm from the proximal connector. The abraded location was long, smooth, and flat with a jagged line down the center over the high voltage cables. Microscopic evaluation of the abraded region indicates the wall thickness had been reduced to the stage where pressure from the underlying cable, resulted in the formation of tears in the insulation. Melted metal was evident on both hv cables underneath the abrasion site. There was surface abrasion on the opposite side of the electrode; this provides further evidence of pressure and movement within this area. An x-ray showed both high voltage cables in the lumen were melted; one exhibited more melted structure than the other. The location and type of damage on the electrode, is consistent with electrode-on-can interaction, coupled with product movement within the pocket.

Event description:
Subsequently, the device and associated electrode were explanted and replaced with a non-boston scientific transvenous ICD system. The physicians performing explant, commented that the electrode was difficult to extract and that the tip was located intrathoracally. Based on tip location, it was suggested that tunneling at implant had been performed under the ribs. Both the device and electrode have been returned for analysis.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) system felt uncomfortable, at which time the device delivered a shock. The pt was at work and informed a colleague for assistance. It was at that time the pt then collapsed, emergency medical personal were alerted. Within 5 mins emergency nurses confirmed the pt in a ventricular fibrillation (vf) and proceeded to deliver external shocks. The pt was then transported to the hosp where device interrogation confirmed two episodes in memory. In addition to episode confirmation, several fault codes were also displayed. All data was sent to boston scientific's tech svs (ts) for eval, to include x-ray imaging. The preliminary assessment confirmed that the displayed fault codes were indicative of a product malfunction and recommended replacement as therapy could not be guaranteed. Additionally, x-rays suggested a possible electrode integrity or significant migration had occurred. The pt remained hospitalized until the system replacement.